Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The navigation system then passed a system checkout. Concomitant medical products: other relevant device(s) are: pn: 9735736, version 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that the system was having difficulty registering using fiducials. There was no impact to patient outcome as a result of this issue. Note: it was reported that the issue occurred registering seven reported patients over the last month. Reference (B)(4) for other six patients.

Manufacturer narrative:
H3: software analysis completed. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. There were ~7 exam archives submitted. It is not clear which exam should be considered to be associated with this complaint. Included were also two tarballs with several log sets from what appears to be two systems. Logs do not provide any information about software anomaly. The report appears to indicate a lack of understanding on the expectations of fiducial touching with trace registration and the meaning of the green, yellow, and red indicator on fiducials. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the procedure type was a tumor resection and there was a delay of less than one hour. The site was able to re-register with fiducial and tracing. The cause was confirmed to be unknown.